Event description:
It was reported that intermittent occlusion alarms occurred. To address the problem, the customer changed the infusion set and cartridge and then resumed insulin use. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.